Manufacturer narrative:
Review of a single lateral x-ray showed a tlif l3-l4-l5-s1. Screws at l3 are broken at the pedicle body junction. L3 has subsided slightly but the construct has not pulled out. Screws are noted to be exceptionally long and the variable angle "tulip" appears several centimeters too proud (near the level of the supraspinous ligament).

Event description:
It was reported that the patient underwent an unspecified posterior spinal fusion procedure. An unknown time post-op, the patient reported having back pain for several months. A CT scan was performed, which indicated that one of the pedicle screws was broken. The patient underwent a revision surgery to remove the broken screw.

Event description:
It was reported that there is a product liability event involving pedicle screws. No further information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.